Manufacturer narrative:
Additional information received: it was reported the stenosis was in folding of the main body. The cause was not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film analysis conclusion: the reported stent graft infolding was confirmed on the films received; however, the underlying cause of the event could not be conclusively determined. The 32 mm bifurcated device does not appear to be oversized for a reversed cone neck. Contrast leakage from an unidentified source was observed on procedural angiography and showed improvement following the placement of endoanchors, although a small amount of contrast persisted within the aneurysm sac, a cta obtained approximately one month later demonstrated no evidence of an endoleak associated with the graft infolding. The residual endoleak was most consistent with a type ii endoleak, likely originating from patent lumbar arteries. Analysis of the returned films did not reveal any out of obvious stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a aaa. Over a month later, stent graft stenosis was observed. The sponsor assessed the stenosis as possibly related to procedure and related to device. No cause was reported. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1616c146e, serial/lot #: (B)(6), ubd: 26-feb-2027, UDI#: (B)(4); product ID: etlw1616c124e, serial/lot #: (B)(6), ubd: 12-feb-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.